Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, father reported that patient has experienced erratic blood glucose levels. Father declined transfer to the technical support department. Follow-up was completed with father on (B)(6) 2011. Blood glucose has elevated to the 400 mg/dl range, and father reported this was due to the infusion device. Father reported this infusion device is not offering the same level of control as her last. Father was unwilling to complete troubleshooting. No product was requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue. Additional details were not provided.